Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high capture thresholds. The lead was capped and replaced successfully on (B)(6) 2017. The patient was fine prior during and after the procedure.